Event description:
Brush found in endoscope suction channel: cleaning channel brush found in suction channel from the processing department. Endoscope was being used on a patient during discovery. Endoscope removed from patient.